Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the ventilator alarm indicated that the tube was disconnected. The cuff pressure was checked and it was found that the cuff was leaking air. The cuff air leakage caused the patient's blood oxygen to dropped. During this period, propofol and butolol were continuously pumped in for sedation and analgesia, and metaraminol and norepinephrine were used to maintain blood pressure. The tracheal tube was replaced and the patient recover.

Event description:
According to the reporter, during use, the ventilator alarm indicated that the tube was disconnected. The cuff pressure was checked and it was found that the cuff was leaking air. The cuff air leakage caused the patient's blood oxygen to drop. After the removal, the tracheal tube was replaced. Additionally, propofol and butolol were continuously pumped in for sedation and analgesia, and metaraminol and norepinephrine were used to maintain blood pressure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.